Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for insulin pump error. Customer's blood glucose level was 14.7 mmol/l. Customer reported insulin pump error alarm during two month. After troubleshoot it was decided that insulin pump should be replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and severely scratched display window noted.